Event description:
It was reported, that the patient presented in clinic for a follow up. Device interrogation revealed, r wave amplitude variation failure to capture during chest x-ray. A cardiac perforation was noted on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead perforation, failure to capture, high pacing lead impedance and r-wave amp variation. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.